Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with therapy for peritoneal dialysis. It was not reported if therapy was ongoing until the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunctions were identified that could have caused or contributed to the patient passing away. A visual inspection was performed, no issues were found. The power on self-test was successfully performed. A one hour simulated therapy was successfully performed. The device passed all check and calibration tests successfully during service. The device was serviced more than one year ago therefore a service history review will not be performed. Should additional relevant information become available, a supplemental report will be submitted.